Manufacturer narrative:
The date of event is unknown. The date received by the manufacturer is used. UDI# (B)(4). The medical device expiration date is unknown as the lot number is unknown. The device manufacture date is unknown as the lot number is unknown. Device evaluation: a sample is not available for investigation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that the pharmacist accidentally stuck herself with the suspect device when attempting to troubleshoot. The customer came to the pharmacy with a pen (no needle attached) and asked the pharmacist to check. The pharmacist attached a brand new unused bd pen needle to the pen and then proceeded to remove it with her fingers and not the outer cover. This resulted in a needle stick injury to her finger. As the pharmacist did not know if the pen had been used and was unable to reach the customer, she followed the pharmacy needle stick protocol. She had lab work to test for (B)(6). The pharmacist will have follow up lab work at 2 months, 4 months, and 6 months.